Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions-for-use were reviewed and found to be adequate. The provided lot number was invalid therefore DHR review can¿t be completed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated that having loud alerts of low flow - 02 in an arctic sun device. They expressed a lot of frustration and had a negative experience every time used the device. Therapy was working fine, but patient went to or and they have been having issues with flow since. They had drained water from the device. They were unable to fill it back up, however, had them disconnect the pads from the fluid delivery line (fdl) and they completed filling. Had them reconnected pads using proper technique and restart therapy. Guided to diagnostics showed that the system hours were 3764, pump hours were 809, inlet pressure (ip) was -3.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.8lpm, medium pads. They noted a lot of bubbles in the left side connectors (thigh and chest) and would replace the set of pads as needs to bathe the patient anyway. Pad lot was ngjtq268. Asked to hold the pads for investigation. Per follow up information received via task on 04feb2025, per confirmation received from bd rep, faulty pads had been disposed of. Per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. Per follow up information received via task on 03apr2025, call received back from nurse who stated the pads had been picked up by a bd representative and was not sure about patient impact and did not have representative name.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated that having loud alerts of low flow - 02 in an arctic sun device. They expressed a lot of frustration and had a negative experience every time used the device. Therapy was working fine, but patient went to or and they have been having issues with flow since. They had drained water from the device. They were unable to fill it back up, however, had them disconnect the pads from the fluid delivery line (fdl) and they completed filling. Had them reconnected pads using proper technique and restart therapy. Guided to diagnostics showed that the system hours were 3764, pump hours were 809, inlet pressure (ip) was -3.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.8lpm, medium pads. They noted a lot of bubbles in the left side connectors (thigh and chest) and would replace the set of pads as needs to bathe the patient anyway. Pad lot was ngjtq268. Asked to hold the pads for investigation.